Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 01/21/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Event description:
Medical staff reported a "suspected rupture" on the left side. This was confirmed on ultrasound. Device has been explanted.